Event description:
It was reported that the atrial channel of the pacemaker exhibited under-sensing. Review of the auto mode switch (ams) episode, during which the patient was in atrial flutter, revealed that the atrial events were being blanked, which resulted in delayed mode switch and rapid ventricular pacing. No interventions were performed, and the patient remained in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the atrial channel of the pacemaker exhibited under-sensing. Review of the auto mode switch (ams) episode, during which the patient was in atrial flutter, revealed that the atrial events were being blanked, which resulted in delayed mode switch and rapid ventricular pacing. No interventions were performed, and the patient remained in stable condition.

Manufacturer narrative:
Correction: section b5. The b5 should have included " the patient presented for a follow-up in clinic. Interrogation revealed that the atrial channel of the pacemaker exhibited under-sensing." In 2017865-2026-02605, as the field representative stated that the event was observed in clinic during a follow-up.